Event description:
It was reported during a da vinci-assisted prostatectomy procedure, the surgeon accidentally ¿nicked¿ the patient¿s bowel. The procedure was converted to an open surgical procedure to repair the bowel injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) followed up with the site¿s robotics coordinator (roco) and the following additional information was obtained about the event: prior to the start of the prostatectomy procedure, the endoscope had no video signal; therefore, the surgeon switched to another endoscope and then started the procedure. Later, during the procedure, the bowel was nicked and the procedure was converted to an open surgical procedure; to repair the bowel. The roco confirmed that the bowel injury experienced by the patient and the conversion to open surgery was due to severe adhesions present and not due to an isi device or system. The surgeon decided to convert to open surgery after accidentally ¿nicking¿ the bowel secondary to adhesions, because he could not see the bowel. The patient has had a previous attempt(s) for prostatectomy procedure; however, secondary to severe adhesions, the surgery was not completed due to anatomical reasons.

Manufacturer narrative:
Based on the current information provided, the cause of the reported bowel injury is related to patient conditions/medical history; however, specifics regarding the exact nature of the complications and how they could have been associated with the procedure remains unclear. A review of the site's complaint history did reveal a related complaint for this reported issue. The related complaint documented the return and evaluation of the endoscope that was not used but was identified as having an issue by the surgeon, prior to the start of the prostatectomy procedure and the bowel injury. In the related complaint, intuitive surgical, inc. (Isi) failure analysis (fa) team confirmed the endoscope issue and noted that the instrument did not have an image in both eyes. Even though fa confirmed/replicated the reported issue, the failure mode determined does not meet the criteria of a reportable malfunction. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue for this event and the logged events are in line with normal system functionality. No image or procedure video was provided for review. This event is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, the surgeon accidentally ¿nicked¿ the patient¿s bowel. The procedure was converted to an open surgical procedure to repair the bowel injury.